Manufacturer narrative:
The device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to >250 mg/dl. The patient reported being unsure if the cannula was properly seated and bent, when it was removed from the infusion site.